Event description:
A malfunction was reported on the pump, identified as code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.